Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was reported that the battery was not lasting as long as the user expected. In addition the battery compartment was reported to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the pump¿s black box revealed evidence of a voltage drop resulting in a 128 replace battery alarm. The battery cap was able to fully tighten. The battery compartment was found to be cracked. The current draws were within specification. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, there was moisture contamination inside the battery compartment. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.